Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The parents reported to the clinic that the user is suddenly no longer hearing with the device. Previously there was no issue with performance. X-ray imaging is considered.

Event description:
The parents reported to the clinic that the user is suddenly no longer hearing with the device. Previously there was no issue with performance. Further technical checks and medical intervention is considered but no date has been provided yet.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. Further technical checks and medical intervention is considered but no date has been provided yet.

Event description:
The parents reported to the clinic that the user was suddenly no longer hearing with the device. Previously, there was no issue with performance. The user has been re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The parents reported to the clinic that the user was suddenly no longer hearing with the device. Previously, there was no issue with performance. The user has been re-implanted.